Manufacturer narrative:
Associated regulatory report: 2029214-2022-00448. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was migration after deployment. The patient was taken to an intra-abdominal vein occlusion procedure. The coils were placed in the right hypogastric vein and the coil migrated and was located in the right pulmonary artery superior lobal branch. The patient was reprogrammed for removal of the foreign body coils and they were successfully removed. The cause of the migration was not determined. The coil ended up being placed in the correct location. The device was prepared as indicated in the IFU. No symptoms or complications were associated with the event. This event did lead to surgical intervention and a hospitalization for reintervention. The patient had normal blood flow and minimal vessel tortuosity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was being treated for occlusion of intra-abdominal veins via endovascular approach. Embolization is performed on: left gonadal with concerto type coils 20x50 1 and 16x40 (1) left hypogastric with 20x50 nester type coils (#2) and right hypogastric with 20x50 concerto type coils (#2). Guide and catheter are removed, infusion of ssn by introducer is started, recovery is passed. No embolization of foreign bodies is visualized.